Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber identified the glass and metal caps were detached. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. B3 date of event: exact event date is unknown.

Event description:
It was reported that the fiber was returned without performance allegation information. Analysis of the returned device identified the metal and glass cap were detached.